Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity c ict sample diluent assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 25018un24. The ticket search by lot indicates that the diluent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity related to the current complaint issue. Device history review did not identify any non-conformances or deviations associated with lot 25018un24 and the complaint issue. The overall performance of the alinity c ict sample diluents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 25018un24 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c ict sample diluent or the alinity c processing module was identified.

Event description:
The customer reported a falsely elevated potassium results generated on the alinity c processing module for multiple samples. The following example data was provided (customer provided reference range: 3.5 to 5.1 mmol/l): sid (B)(6) (65-year-old female patient): initial potassium result = 6.68 mmol/l, repeat = 4.30 mmol/l, repeat on another alinity = 4.15 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section 11 additional mfg narrative corrected: the complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity c ict sample diluent assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 25018un24. Device history review did not identify any non-conformances or deviations associated with lot 25018un24 and the complaint issue. The overall performance of the alinity c ict sample diluents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 25018un24 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c ict sample diluent or the alinity c processing module was identified.

Event description:
The customer reported a falsely elevated potassium results generated on the alinity c processing module for multiple samples. The following example data was provided (customer provided reference range: 3.5 to 5.1 mmol/l): sid (B)(6) (65 year old female patient): initial potassium result = 6.68 mmol/l, repeat = 4.30 mmol/l, repeat on another alinity = 4.15 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated potassium results generated on the alinity c processing module for multiple samples. The following example data was provided (customer provided reference range: 3.5 to 5.1 mmol/l): sid (B)(6) (65 year old female patient): initial potassium result = 6.68 mmol/l, repeat = 4.30 mmol/l, repeat on another alinity = 4.15 mmol/l no impact to patient management was reported.